Event description:
At the end of the eus during an egd procedure, the needle broke off two inches from the distal tip in the pt and when removing the scope it punctured the esophagus and stayed in the pt. The lesion was in the pancreatic head, approx 2cm x 1cm diameter and the physician was attempting to access through the atrium of the stomach. The scope was re-introduced into the esophagus and the physician snared and retrieved the piece of needle. No additional intervention or procedures were needed. The user facility confirmed the pt went home with no further reports of any ill effects from the procedure.

Manufacturer narrative:
Updated info from customer confirmed that the physician used the stylet and passed the needle multiple times. The stylet were taken out to use the suction. When stylet was reinserted it could not be passed and this is when it was noted the stylet was broken. The echo device involved in this complaint was not returned for eval. With the info provided a document based investigation was carried out. There were no echo-hd-19-c (echo) devices of lot# c944830 in stock at the time of the complaint investigation. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for (B)(4) determined no issues which may have contributed to this failure. The complaint info reported confirmed that the stylet was in place during the procedure. It was also confirmed that gaining access to the targeted site or needle penetration were not difficult and the endoscope was in a straight position during use. The needle breakage was noted after the third pass. The district manager was present during the procedure and confirmed that the scope was not contorted and this was an easy access case. He noted that the physician was manipulating the needle with use of the elevator. The relevant personnel in cirl were notified of this complaint it was confirmed that the use of the elevator is very common with these procedures. As the device was not returned for eval and the conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. The notes section of the instructions for use that accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is determined that would prohibit proper working condition, do not use." After the needle breakage occurred the scope was re-introduced into the esophagus and the physician snared and retrieved the piece of needle. No additional intervention or procedures were needed. A second needle was used to complete the procedure. It was confirmed that no part of the needle remained in the pt. No adverse effects to the pt were reported as a result of this occurrence. The facility confirmed the pt went home and no further reports of any ill effects from the procedure. The customer complaint was confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.